Event description:
A malfunction alarm was reported on the customer's pump during the loading process. There was no adverse impact to the customer¿s blood glucose level. The customer tried to load a new cartridge with assistance from technical support but was unsuccessful as the cartridge alarm recurred. Technical support arranged for the pump to be replaced and confirmed the customer's address for shipping. They also provided instructions for storage mode and return of the faulty pump, which the customer acknowledged, and confirmed that an alternate insulin delivery method would be used in the meantime.